Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis was not completed due to potential litigation.

Event description:
It was reported that the patient was admitted to the emergency room and was unconscious. The patient's heart rate was very low and there were no signs of pacemaker activity. A temporary pacemaker was placed and the patient's conditions improved. Upon removal of the pacemaker, blood was found in the connector. The device was replaced. No further patient complications have been reported as a result of this event.